Event description:
Additional information was received: a revision procedure was performed. The lead was removed and reconnected to the non-boston scientific device. It was determined there was a connection issue and no lead fracture. Post procedure, all measurements obtained were normal. No adverse patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. A review of the data determined the impedance measurements had changed approximately ten days after a follow up visit six months earlier and had been variable since that time. It was thought there may be a lead fracture or loosened set screw. This issue will be assessed during an intended revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.